Manufacturer narrative:
This product is manufactured in us, but is not marketed in the u.s. Diopter: -10.5/+2.5/x076. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7, -10.50/+2.50/x076 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Excessive vault and elevated iop (without pupil block and angle closure) was noted. The lens was removed and exchanged for a shorter lens with a similar diopter size.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage. Dimension at inspection found the lens was within specifications. (B)(4).